Event description:
During this surgical case we were using a suction irrigator, the suction was working fine and the irrigation didn't seem to have any issues. However, we noticed that brown fluid was leaking from the battery portion of the irrigator and was leaking on the drapes and the floor. It did not seem to cause any damage or seem to be battery acid.